Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by an olympus field service engineer (fse). The fse determined the b30 error occurred due to oxidation present on the socket contacts. The socket was cleaned to resolve the problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was found that the contacts of the scope connector were oxidized, resulting in contact failure. Therefore, it was determined that b30 was displayed because communication with the scope failed. Olympus will continue to monitor field performance for this device.